Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial with residue and debris on the product. Visual inspection found no visible damage to the lens and fibre on the surface of the product. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
Additional data: h3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial with residue and debris on the lens. Visual inspection found fibre on the surface of the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
B5: the reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -10.0/2.0/054 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. There was lens rotation not associated to low vault. On (B)(6) 2023, the lens was repositioned but this did not resolve the problem. "After surgery the position of the lens of the patient's right eye was rotated several times and the rotation position was 19 counterclockwise vertically; so the intraocular lens was replaced in this direction". On (B)(6) 2023, the lens was exchanged with a same length but different axis lens and this resolved the problem. The cause of the event was reported as unknown. Claim#: (B)(4).

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -10.00/+2.0/054 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to lens rotation not associated to a low vault. The lens was repositioned on (B)(6) 2023 and the problem was resolved. The lens was replaced with another same model/length but different power lens and the problem was resolved. The cause of the event was unknown.